Event description:
The biomedical engineer (be) reported that the external pulse generator (epg) automatically shut off while pacing. The be used a fluke 867b to test, but was unable to reproduce issue. The be assumes the epg was in use on patient, but does not have any other information. The epg was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.